Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had issues when the inner tube was broken and the citric acid did not mix sufficiently. No serious injury or medical intervention was reported.